Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. The customer found the video graphics array (vga) printed circuit board (pcb) controller was defective. The customer was sent a quote for the vga pcb controller part. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was not booting up. There was no patient involvement. The event date was not specified; estimate used.